Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare would not cauterize. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of snare failure to deliver energy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.